Manufacturer narrative:
Per the clinic, the patient was treated with oral antibiotics (specific date and duration not reported). Correction: the initial MDR [6000034-2025-01549] submitted on may 02, 2025, was filed inadvertently. No explantation has occurred. Per the clinic, it was reported that the patient underwent revision surgery on (B)(6) 2025, in order to convert the patient to a transcutaneous osia implant system. During the procedure, the abutment was removed under general anesthesia and an implant was placed on the internal fixture.

Event description:
Per the clinic, the patient experienced frequent infection at implant site. Subsequently, the patient was placed under general anesthesia on (B)(6) 2025, in order to explant the device. Additional information has been requested but has not been made available as of the date of this report.